Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: the black box shows evidence of voltage drops, battery alarms and short battery life. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed originating from below grip pad. Current draws within specifications. A battery life issue was not duplicated during investigation..4. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. (B)(4).